Event description:
During repair of abdominal aortic aneurysm, with estimated blood loss of 900-1000cc, tech brought to surgeon's attention that cell saver was not functioning correctly. Blood was running out of the bowl onto the floor instead of being returned to pt. Pt given 2 units of packed red blood cells from the hosp blood bank.